Event description:
It was reported that during device preparation for an ablation procedure, the luer on the flush port of the farawave pulse field ablation catheter broke and was disconnected from the handle while attaching the flush tubing. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis and investigation is still in progress.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found the strain relief/luer was separated and the flush port was not returned. A guidewire was inserted through the catheter and the catheter was deployed to the basket configuration and successfully flowed. Subsequently, the flushing test was not possible due to the strain relief/luer were separated. The catheter was observed in the microscopy to better observe the adhesive between the parts and with the help of a uv light, the separation of the strain relief/luer can be observed. Correction to section d2a common device name

Event description:
It was reported that during device preparation for an ablation procedure, the luer on the flush port of the farawave pulse field ablation catheter broke and was disconnected from the handle while attaching the flush tubing. The catheter was replaced, and the issue was resolved. The procedure was completed successfully and there were no patient complications. The device was received for analysis.